Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) that on date (B)(6) 2025 luer adapter insertion site broke off into patient´s cvc lumen; nurse able to remove with hemostats. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).